Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient was experiencing enlarged ventricles with certas valve setting 1. Medical staff tapped the reservoir and they were getting pressure and flow. They revised the shunt and determined during that procedure that the distal catheter was flowing fine. The certas valve was implanted on (B)(6), 2023 and explanted/replaced on (B)(6), 2023.

Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Device history record (DHR)- the product code 82-8804pl with lot 7136187, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, a cut in the chamber was noted. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested and failed due to the the leaked from the cut in the needle chamber. Root cause analysis- no root cause could be determined as the technician could not confirm any occlusion issue with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted. The root cause for the cut noted in the needle chamber, is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
N/a.